Event description:
It was reported that 2 syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced a failure of product to contain blood/medication prior to use. The following information was provided by the initial reporter: material no.: 305060 , batch no.: 9228726. A nurse from r infusion found a couple of damaged 3ml syringes (hole in side).

Manufacturer narrative:
. Investigation summary: two photos and one 3ml syringe inside an opened blister pack from batch 9228726 (p/n 305060) were received and evaluated. It was observed there was some deformations and a puncture present outside the grad lines near the 3ml marking. There was also some indentations on part of the flange. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. It is likely the syringe was caught in an assembly dial. No corrective actions are necessary based on the defective rate identified. Batch 9228726 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced a failure of product to contain blood/medication prior to use. The following information was provided by the initial reporter: material no.: 305060 batch no.: 9228726. A nurse from r infusion found a couple of damaged 3ml syringes (hole in side).